Manufacturer narrative:
H.6. Investigation summary: received one used bd insyte autoguard IV catheter unit without packaging. The catheter/adapter assembly was not present on the returned unit, the needle assembly was intact with the protective needle cover. DHR for this incident was not conducted; as a lot number was not provided and reported as unknown. Photos: six photos were provided for observation of this incident, of which all six shown a unit similar to that of the returned unit. Observations and /or testing: unit: the button was not depressed and the needle was in the out position. There were traces of cured adhesive at and between the grip and the activation button. Note; the cured adhesive in this location was indication that the needle retraction failure was a result of excessive cured adhesive, which was manufacturing process related. Performed functional test (needle retraction): depressed the activation button: the cured adhesive restricted the button from depressing, therefore the needle did not retract, confirming the failure. Photos show a used bd insyte autoguard IV catheter unit without packaging. Unit consists of the needle/hub assembly only. Although the photos did not provide sufficient evidence to determine a root cause, they did reveal the area of the activation button (not depressed) and the needle not retracted, similarities to that of the returned unit. Conclusion: relationship of device to the reported incident: manufacturing: the needle retraction failure was identified and confirmed with the unit provided for this incident and the root cause was noted to be cured adhesive at and between the grip the activation button, which demonstrated incorrect placement of adhesive during manufacturing. The incorrect placement of adhesive disabled the ability of the button to depress and the needle to retract. Cured adhesive in this area was physical/mechanical evidence to confirm and support manufacturing process related issues for the reported defect. Corrective action was initiated to address this known issue. Implementation of efd valves, which have replaced lee valves, was driven by this corrective action. Because a lot number was not available, it is not known if this unit was manufactured prior to the implementation of these changes. H3 other text : see section h.10.

Event description:
It has been reported that one 22g x1.00in (0.9 x 25 mm) insyte autoguard has been found experiencing needle retraction failure during use. The following has been provided by the initial reporter: the needle didn't retract even pressed the button.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one 22g x1.00in (0.9 x 25 mm) insyte autoguard has been found experiencing needle retraction failure during use. The following has been provided by the initial reporter: the needle didn't retract even pressed the button.